Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a communication errored on 1/11/2023 and occur generally once a week when attaching modules. Clinicians report they would normally try to reattach the pump to the other side or get a new pump. Generalized feedback, no patient harm, no further information available, no devices available for investigation.